Event description:
The tech alleged that the side rail is not latching. No pt impact.

Manufacturer narrative:
The tech found the side rail latch spring mechanism needed lubricated on the spring. The tech lubricated the side rail center spring in the latching mechanism to resolve the issue.